Manufacturer narrative:
The recipient reportedly experienced an infection and device extrusion. The recipient was treated with recephine/dalacine IV for three days and fucidine/rifampicine for one month. The recipient was hospitalized (B)(6) 2016. The recipient is not healing despite antibiotic treatment. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has been resolved. This is the final report.